Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an alert was received for increased lead impedance. Patient presented in-clinic for follow up. Noise was observed on the egm. No sensing and loss of capture threshold were also noted. X-ray was performed and revealed lead dislodgement. The lead was explanted and replaced. Patient was in good condition prior, during and following the surgical procedure.